Event description:
It was reported the asymptomatic patient presented for routine device change. Prior to the procedure it was observed that right ventricular lead exhibited increased capturing threshold. The lead was capped and replaced on (B)(6) 2022. The patient was stable.